Manufacturer narrative:
The report of allegation of high impedance was confirmed. Analysis of the returned lead found a kink on the outer tubing where all internal wires were broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Manufacturer narrative:
Date of event is estimated. Initial reporter phone number: (B)(6).

Event description:
It was reported that the patient was experiencing loss of therapy due to high impedances on their l1 lead. As a result, the patient underwent surgical intervention during which the lead was explanted and replaced. Lead fracture was noted visibly after explant. The patient now has therapy within their pain area.